Manufacturer narrative:
Product investigation summary: the investigation has shown that the threaded tip is broken off as complained. The broken off part was not returned for investigation as it remained in the patient. A review of the production histories revealed that this connecting screw was manufactured in may, 2010 according to specifications. The parts conformed to the dimensional specifications at the time of manufacturing and passed inspection requirements. No manufacturing related issues that would have contributed to this complained event were found. The exact cause of failure cannot be determined. Please note: in order to prevent such occurrences, and to ensure a correct load transfer, it is crucial to have an appropriate connection between the dhs-screw and the connecting screw so that it can successfully guide through the appropriate dhs/dcs wrench. This connecting screw is designed for insertion procedures only. Never use the insertion instruments for implant removal. Although the exact cause cannot be determined, this complaint condition is likely the result of method of use. The complaint is determined not to be a result of a detected product related deficiency. No indication for product related issue was found. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Subject device has been received; no conclusions could be drawn as the device is entering the complaint system. Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Patient ID/initials, age/date of birth and weight are unknown device is an instrument and is not implanted/explanted. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. (B)(6) manufacturing location: (B)(4). Manufacturing date: may 25, 2010. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in the (B)(6) as follows: it was reported a dynamic hip system (dhs) procedure occurred. During sterilization, it was noted the end with the screw thread had broken off. It was determined the part that had broken off had remained in the blade and was still in the patient. The procedure had been completed successfully with no delay and no reported harm to the patient. This is report 1 of 1 for (B)(4).